Manufacturer narrative:
The user reported a low glucose event resulting in fainting on (B)(6) 2025, at 10:40 pm est. At the time of the call, the user was feeling okay. The event was related to diabetes; therefore, the following example set was provided: (B)(6) - 10:40 pm - est - sg: 79 mg/dl - no blood glucose confirmed via fingerstick. A review of the data management system (dms) revealed: (B)(6) 2025, 10:37 pm, sg 79 mg/dl, no bg was entered. A review of the alert history revealed that the user didn't receive a low glucose alert at the time of event because the sg never went past the low glucose alert level. The sensor glucose data showed that glucose was trending down for at least 2 hours prior to the event.the user received treatment with a glucose emergency kit (glucagon pen), followed by juice and food. The user wasn't prescribed medication. The user's hcp is aware of the event.in an associated complaint of sensor inaccuracy, the user informed senseonics that the system was displaying results that differed from blood glucometer measurements. Based on the escalation analysis, a sensor replacement was approved due to system performance deviation. An RMA was issued for the return of the sensor for further investigation. Upon receipt, visual inspection revealed a small portion of the hydrogel missing over the optical area of the sensor, likely caused during the removal procedure due to excessive force applied by the removal clamps; this finding was unrelated to the user's complaint. In-house testing revealed chemical degradation of the glucose sensing component on the short end.however, evaluation of sensor in vivo data indicated chemical degradation across all sensing areas, consistent with oxidation of the glucose indicating component of the sensor hydrogel. This likely contributed to the observed inaccuracies. A replacement sensor was provided to the user as part of the resolution.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
User reported experiencing a low glucose event resulting in fainting and was diagnosed with hypoglycemia. The event occurred on october 12, 2025, at approximately 10:40 pm est. At the time of the call, the user reported feeling okay. The event was related to diabetes management. Review of dms data confirmed that at the time of the event, the sensor glucose (sg) was 79 mg/dl, with no blood glucose confirmation via fingerstick. The user did not receive a low glucose alert because the sg value did not cross the alert threshold. The user administered treatment using a glucose emergency kit (glucagon pen), followed by juice and food intake. The user was not prescribed any medication. The user's healthcare provider was aware of the event.